Event description:
A doctor reported to a ciba vision sales representative an opacification problem with a memory lens iol implanted in the left eye of a patient. Several attempts have been made to obtain additional information. No further information is available at this time.